Manufacturer narrative:
Additional information was received that the patient was still in rehabilitation and was slowly regaining sensation and movement in both legs.

Event description:
A report was received that the patient had developed an epidural hematoma. It was noted that the patient had paralysis from waist down. The patient underwent an explant procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8. Surgical lead model#: sc-4318, lot #: 20047306 description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an epidural hematoma. It was noted that the patient had paralysis from waist down. The patient underwent an explant procedure. The patient was doing well post operatively.